Manufacturer narrative:
Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a sling procedure in 2008. During the procedure, when placing the device, the mesh ripped into two pieces. The surgeon removed the device and used a second device to successfully complete the procedure with no adverse patient consequences.